Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported by the patient that infusions set fell off during use due to which hyperglycemia occurs. High blood glucose level was 17 mmol/l. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
(B)(4).